Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel of the forearm. A 5.0 x 40, 75cm mustang¿ balloon catheter was advanced for vasodilation to treat shunt failure. However, during the procedure, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The balloon was unfolded which indicates it had been subjected to positive pressure. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning at the proximal edge of the proximal markerband and extending approximately 45mm distally over the balloon material. No issues were noted with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel of the forearm. A 5.0 x 40, 75cm mustang¿ balloon catheter was advanced for vasodilation to treat shunt failure. However, during the procedure, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications nor injuries were reported.